Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient's pump had been empty and was putting the patient on a health danger. The patient had sent their medical records to a healthcare provider (hcp) to get the device removed but the hcp did not want to remove the pump system.